Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had image noise and a suspected disconnection. The issue occurred during the beginning of a laparoscopic total hysterectomy. The procedure was completed without delay with the same device. There were no reports of patient harm.

Event description:
It was reported, the camera head had image noise and a suspected disconnection. The issue occurred, during the beginning of a laparoscopic total hysterectomy. The procedure was completed without delay with the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The device was returned to olympus for inspection. And the reported failure was confirmed. In addition, the following reportable malfunctions were identified, during the device evaluation: corrosion of electrical contacts. Based on the results of the investigation. It is likely, the following led to the malfunction: image defects were caused by cable failure. Olympus will continue to monitor field performance for this device.